Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a disconnection of the mobile programmer application. It was further reported that during use of the analyzer, dotted lines were displayed for the electrocardiogram (ECG) and electrograms (egm) on the mobile programmer application. It was noted that at times the electrograms (egm) and electrocardiogram (ECG) traces were blank. It was further noted that the wireless fidelity (wifi) connection was turned off on the host tablet in settings and a foam block was placed on the metal surface underneath the mobile programmer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs confirmed the customer comment that there was a disconnection of the mobile programmer application and that dotted lines were displayed for the electrocardiogram and electrograms with blank traces at times. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.